Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. (B)(4)

Event description:
It was reported that the patient presented to the emergency room with chest pain. The patient had been non-compliant for device follow up checks. The right ventricular lead had low impedance, high thresholds, was oversensing noise and a fracture was suspected. During the extraction attempt, the lead began to unravel and was unable to be fully removed. The lead was partially removed and a new lead was implanted. No further patient complications have been reported as a result of this event.